Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau, 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause cannot be confirmed, however scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that when the physician was spraying the hemospray onto the bleed site, the hemospray powder sprayed onto the scope, causing the scope to bond to the patient and become stuck in the esophagus. They then detached the scope from the scope tower. They then slid a baby scope along side the original scope to see where the scope was stuck. At this point, the physician was twisting the scope, trying to get it to detach. This shook it a little loose but it was still stuck. They then put some water through the baby scope to try to break down the hemospray and then they were able to dislodge the scope and pull it out. Hemostasis had been achieved before they noticed that the scope was stuck. There was no damage to the patient's esophagus. An unintended section of the device did not remain inside the patient¿s body. The patient required irrigation through the baby scope due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Section g: 510k: k200972. Annex e and f code were updated.